Event description:
It was reported that during a cryoablation procedure involving a polarxfit catheter, a blood detection error occurred. It is unknown if blood was visible within the balloon. The procedure was completed without any patient complications. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a cryoablation procedure involving a polarxfit catheter, a blood detection error occurred. It is unknown if blood was visible within the balloon. The procedure was completed without any patient complications. The device has been return for analysis.

Manufacturer narrative:
No visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx device was then dissected to investigate the blood detection wires for any damage or defects that would result in a blood detection error. There were no damage or defects found to any of the blood detection wires. A small crossover at the distal tip of the outer balloon blood detect wire post dissection was observed. This cross was due to device dissection and there was no damage or defects to the wire prior to dissection. The injection tube had insulation present in specified locations to prevent any contact with the blood detect wires. The device had damage or defects would have resulted in the blood detection error seen in the field.